Event description:
This is a spontaneous case report received on 15-jun-2016 from a female consumer of unspecified age via regulatory authority (case# mw5062478) in united states. It refers to herself, who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006. Consumer's concomitant medications included lunesta, synthroid, zyrtec and protonix. Consumer also mentioned that essure was inserted in the last days of 2007 or the early 2008 (discrepant information provided). A few months later, she started experiencing very difficult menstrual cycles. This continued to escalate for 12-18 months and then stayed at that level until 2013. In late 2013, she started to bleed continuously for two years until she finally had a hysterectomy. During this time in endured horrible cramping, severe migraines that lasted anywhere from 3-8 days. She often had 5-7 migraines in a week. Her life was totally changed. She was often sick with symptoms, and had to make frequent stops to use the restroom during travels. She ended up having the hysterectomy in an attempt to control the symptoms, not because of any medical problem with her uterus. For several years she was not able to use the pool, enjoy the ocean while on vacation or have personal interactions like getting into the shower if her husband was already in there because the symptoms became non-stop. She traveled for numerous womens health appointments in an attempt to find any other cause, and none could be found. Follow-up received on 23-jun-2016 - quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non medically-confirmed, spontaneous case report refers to a female consumer who had bleeding (regarded as genital bleeding) for 2 years continuously and cramping after essure (fallopian tube occlusion insert) insertion. She was submitted to a hysterectomy. These events are listed in essure's reference safety information. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, consumer related the events to essure insertion and no alternative explanation was provided (she stated she traveled for numerous womens health appointments in an attempt to find any other cause, and none could be found). Therefore, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as an incident, since a surgical intervention was required as events treatment. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible; a relationship with the reported medical events cannot be totally excluded. No active follow-up can be pursued, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.